Manufacturer narrative:
The information provided with the initial report in section b3 was incorrect. However, we have received new information which has been updated on this report to reflect the correct information. The insulin pump was received with operating currents within spec. The insulin pump passed basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime unit during prime test due to faulty force sensor resistor. Unable to perform occlusion test and excessive no delivery test due to prime anomaly. The motor was tested outside the device and passed. The drive support was inspected and no anomaly was noted. The insulin pump was received with cracked case at the display window corners, display window and battery tube threads. The insulin pump was received with minor scratched display window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 544 mg/dl. The customer stated that there were no symptoms related to the high blood glucose. Customer treated with insulin pump. Customer's blood glucose value was 400 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2017. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. Infusion set was removed from the body and it was bent like a triangle. Performed high pressure test and received motor error alarm. Completed troubleshooting on motor error alarm. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. Advised customer that the insulin pump needs to be replaced. The product was not returned for analysis.